Event description:
It was reported that when first responders retrieved an AED to treat a down pt, the device displayed no icons (attention, charge pak (cp), wrench). A cp was replaced and the device displayed all icons and would not power on to give voice prompts. Paramedics arrived on scene approx three mins later, and provided care for over a half a hour. Paramedics did not deliver any defibrillation to the pt and performed CPR and administered medication. The pt was not resuscitated. The reporter believes the device malfunction did not cause or contribute to the pt's outcome due to the lack of viability and prior history. Customer received replacement device.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.